Manufacturer narrative:
Device not returned for evaluation.

Event description:
Captiva spine distributor representative contacted captiva ((B)(6) 2017) to indicate that one smartlox screw had been removed during a revision surgery. Patient presented with pain due to screw protruding. Revision surgery was completed (B)(6) 2017 and one loose screw was removed and bone putty used to fill in the remaining hole. The distributor representative indicated that during the revision surgery it was confirmed that the remaining smartlox screws were still locked in the smartlox plate. The revision was limited to one screw removal without incident and was disposed of after removal. The remainder of screws and plate were left intact. There is no further information available at this time.